Event description:
Caller alleged discrepant results (precision and accuracy) comparison of inratio test compared with lab results. Results as follows: patient 1, inr: 3.3, inr: 1.5. (Five min. In-between tests. Nurse wipes away first drop). Patient 2, meter-inr: 7.5, lab-inr: 3.2. Meter-inr: 3.2, lab-inr: 3.3.

Manufacturer narrative:
On (B)(6) 2009 - biosite received and decontaminated 1 inratio1 meter (B)(4) and 6 loose strips (l/n 080626a). No corrective action is required as no product deficiency was established. Investigation results: in-house precision test. Test date: (B)(6) 2009. Inratio meter: returned meter (B)(4), in-house meter (B)(4). Returned strip ln: 080626a, 2 therapeutic donors. In-house precision testing provided (inratio meter): donor-4, returned (inr): 1.9, in-house (inr): 1.8, mean: 1.85, sd: 0.07, %cv: 3.82%, pass. Donor-5, returned (inr): 2.1, in-house (inr): 2.0, mean: 2.05, sd: 0.07, %cv: 3.45%, pass. For each pair of replicates for each sample on each strip lot, mean and standard deviations were calculated. In-house test results have 3.82% and 3.45%, respectively for each donor and are less than 16%. Both samples pass the criteria for precision. No strip deficiency was established. No further action is required.